Event description:
It was reported that the incorrect device was packaged. When an undamaged 3.00 x 20 mm emerge package was opened it contained a 3.25 x 20 mm nc emerge. No patient complications were reported.

Manufacturer narrative:
Device analysis results device history review: a full manufacturing review was performed on both batches 32888394 and 36059246. The review concluded that there were no issues identified during manufacturing. Both batches met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event as robust controls are in place to prevent missed components. Device technical analysis: a 3.00x20mm emerge packaging was received for analysis. Visual, tactile and microscopic analysis was performed on the device. The blue closure strip of the carton packaging was opened and inside it was an opened inner tyvek pouch and hoop containing a 3.25x20mm nc emere device. The dilation catheter was inspected, and no evidence of use was noted. No device issues were identified during returned product analysis. Media review: a photo was returned with the complaint information, showing the 3.00 x 20 mm emerge with a 3.25x20mm nc emerge inner pouch. Returned media confirms the reported allegation. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. A manufacturing review of both batches was performed which showed that both batches were released at different times, one in 2023 and the other in 2025 therefore a mix up in packaging is unlikely to have happened. Communication between the distribution and localization partners confirmed that the device is not opened at any stage of localization, in line with the applicable work instructions. No further clarification was received from the therapy rep that reported this issue. Therefore, upon review of all the information available a clear cause for the reported event cannot be established with certainty at the moment.

Event description:
It was reported that the incorrect device was packaged. When an undamaged 3.00 x 20 mm emerge package was opened it contained a 3.25 x 20 mm nc emerge. No patient complications were reported.